Event description:
It was reported that balloon rupture occurred. A 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. During first inflation at 6 atmospheres, the balloon ruptured. The balloon was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post procedure.